Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port not charging issue was verified, but the usb cable not charging issue could not be verified.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer received a power source alert while using the tandem-provided usb cable. A new charging cable was sent to the customer. There was no reported adverse impact to the customer's blood glucose level.